Manufacturer narrative:
(B)(4). Method: manufacturer/evaluation/investigation in process. Device has been requested. No product returned. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports "getting unusually low act results. The instrument was used during a surgery and generated lower than expected result for a patient who was heparinized. The test was repeated on a different instrument. The customer ran liquid quality control on the instrument and generated two error messages "premature clot and out-of-range low." The customer informed that the biomed department replaced the battery of the instrument and ran the electric quality controls and passed. On (B)(6) 2011 the biomed department from the customer site reported "premature clot" errors when running the controls. Since the battery repair by the biomed department the pocc has repeated testing the liquid quality controls and is still generating premature clot errors intermittently. The patient baseline act was 108 seconds. No adverse event(s) reported.